Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During the atrial flutter ablation procedure, while using the ensite x system in navx mode, the tacticath se ablation catheter was positioned in the right atrium. It was noted that, at this time, all information from the tacticath (including metrics, generator waveforms, etc.) Appeared normal. The short sheath that was in place was replaced with a ramp sheath for added stability. To do this, the tacticath se was removed from the right atrium. When the tacticath se was reinserted with the ramp sheath, tacticath se metrics were no longer visible on the ensite x, although the "metrics" checkbox was checked. All connections and generator waveforms were verified to be appropriate. It was noted that the tacticath se's contact force value was displayed in mapping metrics box and as a readout of "average force" in the generator metrics box. The tacticath se was replaced, but the issue persisted. The issue was unable to be resolved, but the procedure was completed successfully with no adverse consequences to the patient by using the contact force readout in the mapping metrics box. It was noted that, after the procedure was completed, the ensite x was switched to voxel mode, which resolved the issue and populated the tacticath se metrics appropriately. However, when returning back to navx mode from voxel mode, the same issue recurred. Within the log files, segment 38 shows the tacticath se metrics disappearing, and segment 3 shows the contact force measurements in the mapping metrics box disappearing and reappearing.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable-body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. The product investigation did not confirm the product non-conformance noted in fsca 3005334138-3/22/22-001-r, that was previously reported.